Event description:
Pt called lfs in 2003 alleging that their fast take meter would only prompt "apply sample". Medical affairs specialist spoke with pt in 2003 to obtain additional info. Pt had reported that they had been unable to obtain blood glucose readings and had passed out on three occasions. Pt was hospitalized for 3 days. The following month pt reported that they could not recall any detailed info regarding the 3 incidents. The pt did recall that the hosp meter read "45 mg/dl" and "50 mg/dl". They could not recall how long the meter had been manifesting the reported issue. The customer service rep discovered through troubleshooting that the pt had been using expired test strips. The pt mentioned that their diabetes was being controlled through diet only, however, they did depend on the meter readings to stay with a specific caloric intake. Based on insufficient evidence it is unknown if the meter contributed to the adverse events. The customer service rep replaced pt's meter, test strips, and control solution, since the meter issue was unresolved through troubleshooting.